Manufacturer narrative:
Although the alert was confirmed in the engineering logs (see files section), alert 64 was not seen when the device was powered on for troubleshooting. The haptic vibration motor was toggled repeatedly without issue and was felt each time without malfunction. As such, the cause appears to be intermittent and is likely an issue on the pcba.

Event description:
It was reported that the ilet displayed alert 64 indicating a haptic error that persisted after a restart, and the device was replaced; the original device will be returned for evaluation. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and no hospitalization. Investigation included review of complaint details and verification of the reported alert, with return analysis pending. Investigation of this case revealed a suspected malfunction of the haptic component. It was concluded that the device experienced a haptic function failure and was exchanged to restore therapy continuity.